Event description:
Registered nurse was infusing infliximab and medication started leaking around the spinning spiros. She verified that the spinning spiros was attached properly, as she felt the "click" when attaching it. She noticed the leak about 35cc into the medication being infused. She re-spiked the medication bag and attached new spinning spiros. No leak identified once it was changed.